Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had an unexpected restart and an additional error alarm. Blood glucose level at the time of the call was 126 mg/dl. The caller later reported that the insulin pump would not power on after an additional unexpected restart. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device was received with currents in specification. The device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device passed self -test and unexpected restart alarm test. No unexpected error alarms anomaly noted. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.